Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4) implanted: (B)(6)2020 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving gablofen (2,000 mcg ml at 350 mcg day) via an implantable pump for unknown indications for use. It was reported that patient stated he had decreased therapy effectiveness and saw a pain doctor who stated the catheter didn¿t aspirate through the catheter access port (cap). Factors that have led to event are unknown. No interventions performed after catheter deemed patent the healthcare provider (hcp) saw patient for catheter revision and was able to aspirate from the cap after opening the patient¿s skin. Injected dye and noted good myelogram. Catheter deemed patent and the incision was closed. No changes or actual revisions performed. The issue was resolved and patient status was alive no injury.